Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure alarm occurred during a routine hemodialysis treatment which could not be resolved. Treatment was discontinued without performing rinseback due to possible clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback of the patient's blood as instructed in the user's guide. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Facility staff attributed the arterial pressure alarm to difficulties with the patient's access needles. The cycler alarmed appropriately. A direct correlation between co system one and the reported blood loss cannot be established. Facility staff has been notified and is addressing the issues with the patient's access. There have been no similar problems reported subsequent to this event. Co considers this report closed.